Event description:
It was reported that (1) tlc55 was used during a bowel resection procedure. It was reported by the rep that the tlc55 would not fire and the instrument locked out. Right out of package. It is unknown how the case was completed. There was no consequence to the pt.